Event description:
It was reported that per mw5106002: cadd ms3 infusion cartridge has issue where syringe alarms low or depleted alarm but still has 3 lines of medication. No patient injury reported.

Event description:
It was reported that per mw5106002: cadd ms3 infusion cartridge has issue where syringe alarms low or depleted alarm but still has 3 lines of medication. No patient injury reported.